Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ pain( constant pain started a few years after implantation)") and genital haemorrhage ("abnormal bleeding/ abnormal bleeding (general)") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity, hypercholesterolemia, dysfunctional uterine bleeding, perineal pain, nausea, chronic cervicitis, endometrial metaplasia, ovarian cystadenoma and hemostasis. Concomitant products included ibuprofen (motrin) and pravastatin. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("menorrhagia"), mood swings ("mood swings- emotional basket case"), rash papular ("bumps on arms"), photosensitivity reaction ("sensitivity to sun "), temperature intolerance ("sensitivity to heat"), migraine ("migraines"), headache ("headaches"), adenomyosis ("uterus had adenomyosis"), pelvic adhesions ("pelvic adhesion"), dysmenorrhoea ("dysmenorrhea(cramping)/ painful intercourse"), fatigue ("fatigue"), weight increased ("weight gain"), diarrhoea ("diarrhea"), constipation ("constipation"), alopecia ("hair loss"), abdominal pain lower ("lower abdominal pain"), back pain ("lower back pain"), dyspareunia ("painful intercourse") and gastrointestinal disorder ("bowel disorder"). The patient was treated with levonorgestrel (mirena) and surgery (to remove the essure implant,hysterectomy,salpingectomy (bilateral removal of fallopian tubes).). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, migraine, alopecia, abdominal pain lower and back pain had resolved and the genital haemorrhage, vaginal haemorrhage, menorrhagia, mood swings, rash papular, photosensitivity reaction, temperature intolerance, headache, adenomyosis, pelvic adhesions, dysmenorrhoea, fatigue, weight increased, diarrhoea, constipation, dyspareunia and gastrointestinal disorder outcome was unknown. The reporter considered abdominal pain lower, adenomyosis, alopecia, back pain, constipation, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, headache, menorrhagia, migraine, mood swings, pelvic adhesions, pelvic pain, photosensitivity reaction, rash papular, temperature intolerance, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient claimed that essure worsened a previously existing conditions. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion on (B)(6) 2011. Ultrasound uterus - on (B)(6) 2017: this showed the uterus to measure 9.6 cm. Iud was correctly placed. The left ovary measured 4 cm had a simple cyst measuring 3.6 cm. The right was not seen. Current weight as of (B)(6) 2018: 265 lbs. Approximate weight at the time of essure placement 215 lbs. Concerning all the injurise reported in this case, the following ones were confirmed in patient's medical record: pelvic adhesions. Most recent follow-up information incorporated above includes: on 18-jun-2018: plaintiff fact sheet and medical record received. Event added: abnormal bleeding (vaginal, menorrhagia), mood swings- emotional basket case, bumps on arms, sensitivity to sun, sensitivity to heat, migraine, headaches, uterus had adenomyosis, pelvic adhesion, dysmenorrhea(cramping), fatigue, weight gain, diarrhea, constipation, hair loss, lower abdominal pain, lower back pain, bowel issues. Concomitant conditions were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ pain( constant pain started a few years after implantation)"), genital haemorrhage ("abnormal bleeding/ abnormal bleeding (general)"), ovarian adhesion ("major scar tissue inlet side surrounding ovary and tube"), pelvic adhesions ("reproductive system disorder or condition: pelvic adhesions / uterus attached to colon") and adenomyosis ("reproductive system disorder or condition (type of disorder or condition: uterus had adenomyosis / uterus had major issues") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity, hypercholesterolemia, dysfunctional uterine bleeding, perineal pain, nausea, chronic cervicitis, endometrial metaplasia and ovarian cystadenoma. Concomitant products included ibuprofen (motrin) and pravastatin. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), ovarian adhesion (seriousness criterion medically significant), pelvic adhesions (seriousness criterion medically significant), adenomyosis (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("menorrhagia"), mood swings ("psychological or psychiatric problems (condition: mood swings- emotional basket case)"), skin disorder ("rashes or skin conditions type: bumps on arms"), migraine ("migraines") with photosensitivity reaction and temperature intolerance, headache ("headaches"), dysmenorrhoea ("dysmenorrhea(cramping) / painful intercourse"), fatigue ("fatigue"), weight increased ("weight gain / loss (specify which one) weight gain"), diarrhoea ("gastrointestinal or digestive system condition (type diarrhea)"), constipation ("gastrointestinal or digestive system condition (type constipation)"), alopecia ("hair loss"), abdominal pain lower ("lower abdominal pain"), back pain ("lower back pain"), dyspareunia ("painful intercourse") and gastrointestinal disorder ("bowel disorder"). The patient was treated with levonorgestrel (mirena) and surgery (remove the essure implant,hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, migraine, alopecia, abdominal pain lower and back pain had resolved and the genital haemorrhage, ovarian adhesion, pelvic adhesions, adenomyosis, vaginal haemorrhage, menorrhagia, mood swings, skin disorder, headache, dysmenorrhoea, fatigue, weight increased, diarrhoea, constipation, dyspareunia and gastrointestinal disorder outcome was unknown. The reporter considered abdominal pain lower, adenomyosis, alopecia, back pain, constipation, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, headache, menorrhagia, migraine, mood swings, ovarian adhesion, pelvic adhesions, pelvic pain, skin disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient claimed that essure worsened a previously existing conditions (not speciified). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion on (B)(6) 2011. Ultrasound uterus - on (B)(6) 2017: this showed the uterus to measure 9.6 cm. Iud was correctly placed. The left ovary measured 4 cm had a simple cyst measuring 3.6 cm. The right was not seen. (B)(6) 2017 - operative findings: findings: the colon had diverticulosis. There were adhesions from the colon to the left adnexa. There was also a benign-appearing cyst on the left adnexa and tube. Pathology report: final diagnosis: uterus, cervix, bilateral tubes & left, ovary, exc.: chronic cervicitis, squamous metaplasia, nabothian cysts: endometrium with changes consistent with iud placement, adenomyosis, fibrous serosal adhesions; bilateral fallopian tubes with no atypical cellular features; left ovary with serous cystadenoma, physiologic cysts; bilateral essure devices, iud. Gross examination: bilateral fallopian tubes and left ovary is a 136 g 11 x 7.2 x 4.5 cm uterus with a 3.4 cm in did meter cervix with pink-tan ecto cervix and 1 cm cervical os. A white intrauterine device is in the endometrial cavity with 2 strings present exiting the cervical os. The right fallopian tube measures 7 cm in length 1 cm in diameter and contains an essure device, the left fallopian tube measures 6.5 cm in length 1 cm in diameter and contains an essure device. The endometrium is tan and lush measuring up to 0.8 cm. The myometrium is pink-tan and trabeculae measuring up to 2.1 cm. Current weight as of (B)(6) 2018: 265 lbs. Approximate weight at the time of essure placement 215 lbs. Concerning all the injurise reported in this case, the following ones were confirmed in patient's medical record: pelvic adhesions. Most recent follow-up information incorporated above includes: on 29-oct-2018: plaintiff fact sheet received. Events added from pfs: major scar tissue inlet side surrounding ovary and tube. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ pain( constant pain started a few years after implantation)"), genital haemorrhage ("abnormal bleeding/ abnormal bleeding (general)"), ovarian adhesion ("major scar tissue inlet side surrounding ovary and tube"), pelvic adhesions ("reproductive system disorder or condition: pelvic adhesions / uterus attached to colon") and adenomyosis ("reproductive system disorder or condition (type of disorder or condition: uterus had adenomyosis / uterus had major issues") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included biopsy nos abnormal. Correctly placed. The left ovary measured 4 cm had a simple cyst measuring 3.6 cm. The right was not seen. On (B)(6)2017 - operative findings: findings: the colon had diverticulosis. There were adhesions from the colon to the left adnexa. There was also a benign-appearing cyst on the left adnexa and tube. Pathology report: final diagnosis: uterus, cervix, bilateral tubes & left, ovary, exc.: chronic cervicitis, squamous metaplasia, nabothian cysts: endometrium with changes consistent with iud placement, adenomyosis, fibrous serosal adhesions; bilateral fallopian tubes with no atypical cellular features; left ovary with serous cystadenoma, physiologic cysts; bilateral essure devices, iud. Gross examination: bilateral fallopian tubes and left ovary is a 136 g 11 x 7.2 x 4.5 cm uterus with a 3.4 cm in did meter cervix with pink-tan ecto cervix and 1 cm cervical os. A white intrauterine device is in the endometrial cavity with 2 strings present exiting the cervical os. The right fallopian tube measures 7 cm in length 1 cm in diameter and contains an essure device, the left fallopian tube measures 6.5 cm in length 1 cm in diameter and contains an essure device. The endometrium is tan and lush measuring up to 0.8 cm. The myometrium is pink-tan and trabeculae measuring up to 2.1 cm. Current weight as of (B)(6)2018: 265 lbs. Approximate weight at the time of essure placement 215 lbs. Concurrent conditions included obesity, hypercholesterolemia, dysfunctional uterine bleeding, perineal pain, nausea, chronic cervicitis, endometrial metaplasia and ovarian cystadenoma. Concomitant products included ibuprofen (motrin) and pravastatin. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea(cramping) / painful intercourse"), fatigue ("fatigue") and dyspareunia ("painful intercourse"). In (B)(6) 2011, the patient experienced migraine ("migraines") with photosensitivity reaction and temperature intolerance, headache ("headaches") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2011, the patient was found to have weight increased ("weight gain / loss (specify which one) weight gain") and experienced alopecia ("hair loss"), gastrointestinal disorder ("bowel disorder") and emotional disorder ("hormonal changes describe: mood swings- emotional basket case,"). In (B)(6) 2012, the patient experienced adenomyosis (seriousness criterion medically significant) and skin disorder ("rashes or skin conditions type: bumps on arms"). In (B)(6) 2016, the patient experienced cervicitis ("infection (other) describe: chronic cervicitis"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), ovarian adhesion (seriousness criterion medically significant), pelvic adhesions (seriousness criterion medically significant), mood swings ("psychological or psychiatric problems (condition: mood swings- emotional basket case)"), diarrhea ("gastrointestinal or digestive system condition (type diarrhea)"), constipation ("gastrointestinal or digestive system condition (type constipation)"), abdominal pain lower ("lower abdominal pain"), back pain ("lower back pain"), rash ("rashes") and procedural pain ("duting insertion I tried to stop the procedure because of the pain."). The patient was treated with levonorgestrel (mirena) and surgery (remove the essure implant,hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes) and unilateral oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, migraine, alopecia, abdominal pain lower and back pain had resolved and the genital haemorrhage, ovarian adhesion, pelvic adhesions, adenomyosis, vaginal haemorrhage, menorrhagia, mood swings, skin disorder, headache, dysmenorrhoea, fatigue, weight increased, diarrhoea, constipation, dyspareunia, gastrointestinal disorder, female sexual dysfunction, cervicitis, emotional disorder, rash and procedural pain outcome was unknown. The reporter considered abdominal pain lower, adenomyosis, alopecia, back pain, cervicitis, constipation, diarrhoea, dysmenorrhoea, dyspareunia, emotional disorder, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, menorrhagia, migraine, mood swings, ovarian adhesion, pelvic adhesions, pelvic pain, procedural pain, rash, skin disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient claimed that essure worsened a previously existing conditions (not specified) on (B)(6)2011 (as reported, discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: results: total bilateral occlusion on (B)(6) 2011. Ultrasound uterus - on (B)(6) 2017: results: this showed the uterus to measure 9.6 cm. Iud was. Concerning all the injuries reported in this case, the following ones were confirmed in patient's medical record: pelvic adhesions. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received event " apareunia (inability to have sexual intercourse, infection (other) describe: chronic cervicitis" ,hormonal changes describe: mood swings-reported earlier currently coded separately for emotional basket case,rashes and during insertion I tried to stop the procedure because of the pain. Were added. Onset date of event was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pain( constant pain started a few years after implantation)'), genital haemorrhage ('abnormal bleeding/ abnormal bleeding (general)'), ovarian adhesion ('major scar tissue inlet side surrounding ovary and tube'), pelvic adhesions ('reproductive system disorder or condition: pelvic adhesions / uterus attached to colon') and adenomyosis ('reproductive system disorder or condition (type of disorder or condition: uterus had adenomyosis / uterus had major issues') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included biopsy nos abnormal. Correctly placed. The left ovary measured 4 cm had a simple cyst measuring 3.6 cm. The right was not seen. On (B)(6) 2017 : operative findings: findings: the colon had diverticulosis. There were adhesions from the colon to the left adnexa. There was also a benign-appearing cyst on the left adnexa and tube. Pathology report: final diagnosis: uterus, cervix, bilateral tubes & left, ovary, exc.: chronic cervicitis, squamous metaplasia, nabothian cysts: endometrium with changes consistent with iud placement, adenomyosis, fibrous serosal adhesions; bilateral fallopian tubes with no atypical cellular features; left ovary with serous cystadenoma, physiologic cysts; bilateral essure devices, iud. Gross examination: bilateral fallopian tubes and left ovary is a 136 g 11 x 7.2 x 4.5 cm uterus with a 3.4 cm in did meter cervix with pink-tan ecto cervix and 1 cm cervical os. A white intrauterine device is in the endometrial cavity with 2 strings present exiting the cervical os. The right fallopian tube measures 7 cm in length 1 cm in diameter and contains an essure device, the left fallopian tube measures 6.5 cm in length 1 cm in diameter and contains an essure device. The endometrium is tan and lush measuring up to 0.8 cm. The myometrium is pink-tan and trabeculae measuring up to 2.1 cm. Current weight as of (B)(6) 2018: 265 lbs. Approximate weight at the time of essure placement 215 lbs. Concurrent conditions included obesity, hypercholesterolemia, dysfunctional uterine bleeding, perineal pain, nausea, chronic cervicitis, endometrial metaplasia and ovarian cystadenoma. Concomitant products included ibuprofen (motrin) and pravastatin. In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea(cramping) / painful intercourse"), fatigue ("fatigue") and dyspareunia ("painful intercourse"). In (B)(6) 2011, the patient experienced migraine ("migraines") with photosensitivity reaction and temperature intolerance, headache ("headaches") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2011, the patient was found to have weight increased ("weight gain / loss (specify which one) weight gain") and experienced alopecia ("hair loss"), gastrointestinal disorder ("bowel disorder") and emotional disorder ("hormonal changes describe: mood swings- emotional basket case,"). In (B)(6) 2012, the patient experienced adenomyosis (seriousness criterion medically significant) and skin disorder ("rashes or skin conditions type: bumps on arms"). In (B)(6) 2016, the patient experienced cervicitis ("infection (other) describe: chronic cervicitis"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), ovarian adhesion (seriousness criterion medically significant), pelvic adhesions (seriousness criterion medically significant), mood swings ("psychological or psychiatric problems (condition: mood swings- emotional basket case)"), diarrhoea ("gastrointestinal or digestive system condition (type diarrhea)"), constipation ("gastrointestinal or digestive system condition (type constipation)"), abdominal pain lower ("lower abdominal pain"), back pain ("lower back pain"), rash ("rashes"), procedural pain ("duting insertion I tried to stop the procedure because of the pain."), malaise ("sick"), menometrorrhagia ("extremely heavy irregular period"), ovarian cyst ("large cyst on my left ovary"), abdominal distension ("bloated"), scar ("scar tissue"), menstruation irregular ("irregular menstrual cycle") and vitamin d deficiency ("vitamin d deficiency"). The patient was treated with levonorgestrel (mirena) and surgery (remove the essure implant,hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes) and unilateral oopherectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, migraine, alopecia, abdominal pain lower and back pain had resolved and the genital haemorrhage, ovarian adhesion, pelvic adhesions, adenomyosis, vaginal haemorrhage, menorrhagia, mood swings, skin disorder, headache, dysmenorrhoea, fatigue, weight increased, diarrhoea, constipation, dyspareunia, gastrointestinal disorder, female sexual dysfunction, cervicitis, emotional disorder, rash, procedural pain, malaise, menometrorrhagia, ovarian cyst, abdominal distension, scar, menstruation irregular and vitamin d deficiency outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, adenomyosis, alopecia, back pain, cervicitis, constipation, diarrhoea, dysmenorrhoea, dyspareunia, emotional disorder, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, malaise, menometrorrhagia, menorrhagia, menstruation irregular, migraine, mood swings, ovarian adhesion, ovarian cyst, pelvic adhesions, pelvic pain, procedural pain, rash, scar, skin disorder, vaginal haemorrhage, vitamin d deficiency and weight increased to be related to essure. The reporter commented: patient claimed that essure worsened a previously existing conditions (not specified). (B)(6) 2011 (as reported, discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion; on (B)(6) 2011: results: total bilateral occlusion on (B)(6) 2011. Ultrasound uterus - on (B)(6) 2017: results: this showed the uterus to measure 9.6 cm. Iud was. Concerning all the injuries reported in this case, the following ones were confirmed in patient's medical record: pelvic adhesions. Concerning the injuries reported in this case, the following ones were reported via social media: malaise, menometrorrhagia, ovarian cyst, abdominal distension, scar, menstruation irregular and vitamin d deficiency. Most recent follow-up information incorporated above includes: on 2-dec-2019: social media received- new event irregular menstrual cycle and vitamin d deficiency were added. Reporter information was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pain( constant pain started a few years after implantation)'), genital haemorrhage ('abnormal bleeding/ abnormal bleeding (general)'), ovarian adhesion ('major scar tissue inlet side surrounding ovary and tube'), pelvic adhesions ('reproductive system disorder or condition: pelvic adhesions / uterus attached to colon') and adenomyosis ('reproductive system disorder or condition (type of disorder or condition: uterus had adenomyosis / uterus had major issues') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included biopsy nos abnormal. Correctly placed. The left ovary measured 4 cm had a simple cyst measuring 3.6 cm. The right was not seen. (B)(6) 2017 - operative findings: findings: the colon had diverticulosis. There were adhesions from the colon to the left adnexa. There was also a benign-appearing cyst on the left adnexa and tube. Pathology report: final diagnosis: uterus, cervix, bilateral tubes & left, ovary, exc.: chronic cervicitis, squamous metaplasia, nabothian cysts: endometrium with changes consistent with iud placement, adenomyosis, fibrous serosal adhesions; bilateral fallopian tubes with no atypical cellular features; left ovary with serous cystadenoma, physiologic cysts; bilateral essure devices, iud. Gross examination: bilateral fallopian tubes and left ovary is a 136 g 11 x 7.2 x 4.5 cm uterus with a 3.4 cm in did meter cervix with pink-tan ecto cervix and 1 cm cervical os. A white intrauterine device is in the endometrial cavity with 2 strings present exiting the cervical os. The right fallopian tube measures 7 cm in length 1 cm in diameter and contains an essure device, the left fallopian tube measures 6.5 cm in length 1 cm in diameter and contains an essure device. The endometrium is tan and lush measuring up to 0.8 cm. The myometrium is pink-tan and trabeculae measuring up to 2.1 cm. Current weight as of (B)(6) 2018: 265 lbs. Approximate weight at the time of essure placement 215 lbs. Concurrent conditions included obesity, hypercholesterolemia, dysfunctional uterine bleeding, perineal pain, nausea, chronic cervicitis, endometrial metaplasia and ovarian cystadenoma. Concomitant products included ibuprofen (motrin) and pravastatin. In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea(cramping) / painful intercourse"), fatigue ("fatigue") and dyspareunia ("painful intercourse"). In (B)(6) 2011, the patient experienced migraine ("migraines") with photosensitivity reaction and temperature intolerance, headache ("headaches") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2011, the patient was found to have weight increased ("weight gain / loss (specify which one) weight gain") and experienced alopecia ("hair loss"), gastrointestinal disorder ("bowel disorder") and emotional disorder ("hormonal changes describe: mood swings- emotional basket case,"). In (B)(6) 2012, the patient experienced adenomyosis (seriousness criterion medically significant) and skin disorder ("rashes or skin conditions type: bumps on arms"). In (B)(6) 2016, the patient experienced cervicitis ("infection (other) describe: chronic cervicitis"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), ovarian adhesion (seriousness criterion medically significant), pelvic adhesions (seriousness criterion medically significant), mood swings ("psychological or psychiatric problems (condition: mood swings- emotional basket case)"), diarrhoea ("gastrointestinal or digestive system condition (type diarrhea)"), constipation ("gastrointestinal or digestive system condition (type constipation)"), abdominal pain lower ("lower abdominal pain"), back pain ("lower back pain"), rash ("rashes"), procedural pain ("duting insertion I tried to stop the procedure because of the pain."), malaise ("sick"), menometrorrhagia ("extremely heavy irregular period"), ovarian cyst ("large cyst on my left ovary"), abdominal distension ("bloated") and scar ("scar tissue"). The patient was treated with levonorgestrel (mirena) and surgery (remove the essure implant,hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes) and unilateral oopherectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, migraine, alopecia, abdominal pain lower and back pain had resolved and the genital haemorrhage, ovarian adhesion, pelvic adhesions, adenomyosis, vaginal haemorrhage, menorrhagia, mood swings, skin disorder, headache, dysmenorrhoea, fatigue, weight increased, diarrhoea, constipation, dyspareunia, gastrointestinal disorder, female sexual dysfunction, cervicitis, emotional disorder, rash, procedural pain, malaise, menometrorrhagia, ovarian cyst, abdominal distension and scar outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, adenomyosis, alopecia, back pain, cervicitis, constipation, diarrhoea, dysmenorrhoea, dyspareunia, emotional disorder, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, malaise, menometrorrhagia, menorrhagia, migraine, mood swings, ovarian adhesion, ovarian cyst, pelvic adhesions, pelvic pain, procedural pain, rash, scar, skin disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient claimed that essure worsened a previously existing conditions (not speciified). (B)(6) 2011 (as reported, discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion; on (B)(6) 2011: results: total bilateral occlusion on (B)(6) 2011. Ultrasound uterus - on (B)(6) 2017: results: this showed the uterus to measure 9.6 cm. Iud was. Concerning all the injurise reported in this case, the following ones were confirmed in patient's medical record: pelvic adhesions. Concerning the injuries reported in this case, the following one/ones were reported via social media: malaise, menometrorrhagia, ovarian cyst, abdominal distension and scar. Most recent follow-up information incorporated above includes: on (B)(6) 2019: social media received. New event sick, extremely heavy irregular period, large cyst on my left ovary, bloated and scar tissue. Lab data was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pain( constant pain started a few years after implantation)/pain'), ovarian adhesion ('major scar tissue inlet side surrounding ovary and tube'), pelvic adhesions ('reproductive system disorder or condition: pelvic adhesions / uterus attached to colon') and adenomyosis ('reproductive system disorder or condition (type of disorder or condition: uterus had adenomyosis / uterus had major issues') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included biopsy nos abnormal. Correctly placed. The left ovary measured 4 cm had a simple cyst measuring 3.6 cm. The right was not seen. (B)(6) 2017 - operative findings: findings: the colon had diverticulosis. There were adhesions from the colon to the left adnexa. There was also a benign-appearing cyst on the left adnexa and tube. Pathology report: final diagnosis: uterus, cervix, bilateral tubes & left, ovary, exc.: chronic cervicitis, squamous metaplasia, nabothian cysts: endometrium with changes consistent with iud placement, adenomyosis, fibrous serosal adhesions; bilateral fallopian tubes with no atypical cellular features; left ovary with serous cystadenoma, physiologic cysts; bilateral essure devices, iud. Gross examination: bilateral fallopian tubes and left ovary is a 136 g 11 x 7.2 x 4.5 cm uterus with a 3.4 cm in did meter cervix with pink-tan ecto cervix and 1 cm cervical os. A white intrauterine device is in the endometrial cavity with 2 strings present exiting the cervical os. The right fallopian tube measures 7 cm in length 1 cm in diameter and contains an essure device, the left fallopian tube measures 6.5 cm in length 1 cm in diameter and contains an essure device. The endometrium is tan and lush measuring up to 0.8 cm. The myometrium is pink-tan and trabeculae measuring up to 2.1 cm. Current weight as of (B)(6) 2018: 265 lbs. Approximate weight at the time of essure placement 215 lbs. Previously administered products included for an unreported indication: depo-provera from 2000 to 2006. Concurrent conditions included obesity, hypercholesterolemia, dysfunctional uterine bleeding, perineal pain, nausea, chronic cervicitis, endometrial metaplasia and ovarian cystadenoma. Concomitant products included ibuprofen (motrin) and pravastatin. In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea(cramping) / painful intercourse"), fatigue ("fatigue") and dyspareunia ("painful intercourse"). In (B)(6) 2011, the patient experienced migraine ("migraines") with photosensitivity reaction and temperature intolerance, headache ("headaches") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2011, the patient was found to have weight increased ("weight gain / loss (specify which one) weight gain") and experienced alopecia ("hair loss"), gastrointestinal disorder ("bowel disorder") and emotional disorder ("hormonal changes describe: mood swings- emotional basket case,"). In (B)(6) 2012, the patient experienced adenomyosis (seriousness criterion medically significant) and skin disorder ("rashes or skin conditions type: bumps on arms"). In (B)(6) 2016, the patient experienced cervicitis ("infection (other) describe: chronic cervicitis"). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding/ abnormal bleeding (general)/severe bleeding"), ovarian adhesion (seriousness criterion medically significant), pelvic adhesions (seriousness criterion medically significant), mood swings ("psychological or psychiatric problems (condition: mood swings- emotional basket case)/mood swings"), diarrhoea ("gastrointestinal or digestive system condition (type diarrhea)"), constipation ("gastrointestinal or digestive system condition (type constipation)"), abdominal pain lower ("lower abdominal pain"), back pain ("lower back pain"), rash ("rashes/rashes"), procedural pain ("duting insertion I tried to stop the procedure because of the pain."), malaise ("sick"), menometrorrhagia ("extremely heavy irregular period"), ovarian cyst ("large cyst on my left ovary"), abdominal distension ("bloated"), scar ("scar tissue"), menstruation irregular ("irregular menstrual cycle"), vitamin d deficiency ("vitamin d deficiency") and bowel movement irregularity ("took four days to have bowel movement"). The patient was treated with levonorgestrel (mirena) and surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes), leaving one ovary and unilateral oopherectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, migraine, alopecia, abdominal pain lower and back pain had resolved and the genital haemorrhage, ovarian adhesion, pelvic adhesions, adenomyosis, vaginal haemorrhage, menorrhagia, mood swings, skin disorder, headache, dysmenorrhoea, fatigue, weight increased, diarrhoea, constipation, dyspareunia, gastrointestinal disorder, female sexual dysfunction, cervicitis, emotional disorder, rash, procedural pain, malaise, menometrorrhagia, ovarian cyst, abdominal distension, scar, menstruation irregular, vitamin d deficiency and bowel movement irregularity outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, adenomyosis, alopecia, back pain, bowel movement irregularity, cervicitis, constipation, diarrhoea, dysmenorrhoea, dyspareunia, emotional disorder, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, malaise, menometrorrhagia, menorrhagia, menstruation irregular, migraine, mood swings, ovarian adhesion, ovarian cyst, pelvic adhesions, pelvic pain, procedural pain, rash, scar, skin disorder, vaginal haemorrhage, vitamin d deficiency and weight increased to be related to essure. The reporter commented: patient claimed that essure worsened a previously existing conditions (not speciified). (B)(6) 2011 (as reported, discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion; on (B)(6) 2011: results: total bilateral occlusion on (B)(6) 2011. Ultrasound uterus - on (B)(6) 2017: results: this showed the uterus to measure 9.6 cm. Iud was. Concerning all the injurise reported in this case, the following ones were confirmed in patient's medical record: pelvic adhesions. Concerning the injuries reported in this case, the following ones were reported via social media: malaise, menometrorrhagia, ovarian cyst, abdominal distension, scar, menstruation irregular and vitamin d deficiency. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc. On (B)(6) 2020: nformation from duplicate case 2020-131598 has been transferred to this present case, no new clinical information. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pain( constant pain started a few years after implantation)/pain'), ovarian adhesion ('major scar tissue inlet side surrounding ovary and tube'), pelvic adhesions ('reproductive system disorder or condition: pelvic adhesions / uterus attached to colon') and adenomyosis ('reproductive system disorder or condition (type of disorder or condition: uterus had adenomyosis / uterus had major issues') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included biopsy nos abnormal. Correctly placed. The left ovary measured 4 cm had a simple cyst measuring 3.6 cm. The right was not seen. (B)(6) 2017 - operative findings: findings: the colon had diverticulosis. There were adhesions from the colon to the left adnexa. There was also a benign-appearing cyst on the left adnexa and tube. Pathology report: final diagnosis: uterus, cervix, bilateral tubes & left, ovary, exc.: chronic cervicitis, squamous metaplasia, nabothian cysts: endometrium with changes consistent with iud placement, adenomyosis, fibrous serosal adhesions; bilateral fallopian tubes with no atypical cellular features; left ovary with serous cystadenoma, physiologic cysts; bilateral essure devices, iud. Gross examination: bilateral fallopian tubes and left ovary is a 136 g 11 x 7.2 x 4.5 cm uterus with a 3.4 cm in did meter cervix with pink-tan ecto cervix and 1 cm cervical os. A white intrauterine device is in the endometrial cavity with 2 strings present exiting the cervical os. The right fallopian tube measures 7 cm in length 1 cm in diameter and contains an essure device, the left fallopian tube measures 6.5 cm in length 1 cm in diameter and contains an essure device. The endometrium is tan and lush measuring up to 0.8 cm. The myometrium is pink-tan and trabeculae measuring up to 2.1 cm. Current weight as of (B)(6) 2018: (B)(6) . Approximate weight at the time of essure placement (B)(6) . Previously administered products included for an unreported indication: depo-provera from 2000 to 2006. Concurrent conditions included obesity, hypercholesterolemia, dysfunctional uterine bleeding, perineal pain, nausea, chronic cervicitis, endometrial metaplasia and ovarian cystadenoma. Concomitant products included ibuprofen (motrin) and pravastatin. In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea(cramping) / painful intercourse"), fatigue ("fatigue") and dyspareunia ("painful intercourse"). In (B)(6) 2011, the patient experienced migraine ("migraines") with photosensitivity reaction and temperature intolerance, headache ("headaches") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2011, the patient was found to have weight increased ("weight gain / loss (specify which one) weight gain") and experienced alopecia ("hair loss"), gastrointestinal disorder ("bowel disorder") and emotional disorder ("hormonal changes describe: mood swings- emotional basket case,"). In (B)(6) 2012, the patient experienced adenomyosis (seriousness criterion medically significant) and skin disorder ("rashes or skin conditions type: bumps on arms"). In (B)(6) 2016, the patient experienced cervicitis ("infection (other) describe: chronic cervicitis"). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding/ abnormal bleeding (general)/severe bleeding"), ovarian adhesion (seriousness criterion medically significant), pelvic adhesions (seriousness criterion medically significant), mood swings ("psychological or psychiatric problems (condition: mood swings- emotional basket case)/mood swings"), diarrhoea ("gastrointestinal or digestive system condition (type diarrhea)"), constipation ("gastrointestinal or digestive system condition (type constipation)"), abdominal pain lower ("lower abdominal pain"), back pain ("lower back pain"), rash ("rashes/rashes"), procedural pain ("duting insertion I tried to stop the procedure because of the pain."), malaise ("sick"), menometrorrhagia ("extremely heavy irregular period"), ovarian cyst ("large cyst on my left ovary"), abdominal distension ("bloated"), scar ("scar tissue"), menstruation irregular ("irregular menstrual cycle"), vitamin d deficiency ("vitamin d deficiency") and bowel movement irregularity ("took four days to have bowel movement"). The patient was treated with levonorgestrel (mirena) and surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes), leaving one ovary and unilateral oopherectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, migraine, alopecia, abdominal pain lower and back pain had resolved and the genital haemorrhage, ovarian adhesion, pelvic adhesions, adenomyosis, vaginal haemorrhage, menorrhagia, mood swings, skin disorder, headache, dysmenorrhoea, fatigue, weight increased, diarrhoea, constipation, dyspareunia, gastrointestinal disorder, female sexual dysfunction, cervicitis, emotional disorder, rash, procedural pain, malaise, menometrorrhagia, ovarian cyst, abdominal distension, scar, menstruation irregular, vitamin d deficiency and bowel movement irregularity outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, adenomyosis, alopecia, back pain, bowel movement irregularity, cervicitis, constipation, diarrhoea, dysmenorrhoea, dyspareunia, emotional disorder, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, malaise, menometrorrhagia, menorrhagia, menstruation irregular, migraine, mood swings, ovarian adhesion, ovarian cyst, pelvic adhesions, pelvic pain, procedural pain, rash, scar, skin disorder, vaginal haemorrhage, vitamin d deficiency and weight increased to be related to essure. The reporter commented: patient claimed that essure worsened a previously existing conditions (not speciified). (B)(6) 2011 (as reported, discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) . Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion; on (B)(6) 2011: results: total bilateral occlusion on (B)(6) 2011.. Ultrasound uterus - on (B)(6) 2017: results: this showed the uterus to measure 9.6 cm. Iud was. Concerning all the injurise reported in this case, the following ones were confirmed in patient's medical record: pelvic adhesions. Concerning the injuries reported in this case, the following ones were reported via social media: malaise, menometrorrhagia, ovarian cyst, abdominal distension, scar, menstruation irregular and vitamin d deficiency. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media report received. Reporter added. Added event took four days to have bowel movement. Event of genital haemorrhage downgraded to non-serious. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. In 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.